Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the machine shut down unexpectedly with audible alarms. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
A dräger service technician was dispatched and was not able to reproduce the reported symptom during on-site testing. The log file evaluation revealed that neither a ventilation interrupt nor reboot has occurred and that the only instance of switching the device on at the day of event was in the early morning while the event reportedly occurred around noon. Dräger requested additional information but no further details have been transmitted. Thus, a reliable conclusion in regard to the root cause for the user's observation can't be drawn. The device is back in use and reportedly did not exhibit any further malfunction.

Event description:
Please refer to initial MFR. Report #9611500-2016-00304.